Event description:
Customer reported via phone call that different meter gave different blood glucose readings. Customer's blood glucose after charging meter was under 20 mg/dl. Other meters were showing blood glucose of 162 mg/dl and 131 mg/dl. Customer was transferred.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.